Manufacturer narrative:
Concomitant medical products: 104307 competitor lead implanted on (B)(6) 2005, d274drg ICD implanted on (B)(6) 2011.

Event description:
It was reported that the pacing right ventricular (rv) lead exhibited noise. The lead was capped and the pacing portion of the chronic rv defibrillator lead was activated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.